Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. Patient reported the infusion site to be painful and to have purulent drainage and swelling. The patient's blood glucose rose to 400 mg/dl. The patient was prescribed antibiotics by a physician.

Manufacturer narrative:
The pod arrived not deployed, delivering 47 first prime pulses and deactivating before the start of second prime. Because the needle mechanism never deployed, it is impossible for the cannula to have infused. No problems were found regarding the reported infusion site complaints. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g988usqschyc1 hardware: sm-g988u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.